Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) coronary artery that was heavily tortuous and heavily calcified. The lesion was crossed with the xience pro 3.0 mm x 28 mm stent and a dissection occurred during deployment of the stent. The dissection was treated with long balloon inflations. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.